Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by their dentist and provided a letter of recommendation. The dentist states in the letter that the patient sees them for regular cleanings and exams every 6 months, since using the byte aligners the patient started to have dental issues such as inflamed and irritable gums. The aligner treatment had to be discontinued, the patient is not able to use this product due to reasons that cannot be confirmed for poor fit, and allergic reaction to the plastic material.